Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported to baxter an unknown number of flo gard infusion pumps which were involved in an incident where occlusions were caused by the continu-flo solution set with 0.22 micron filter while being used with clear tpn. It is unknown when this event occurred. No patient injury or medical intervention was reported. No additional information is available.